Event description:
Pt had a low grade fever on the day after surgery. On the second day after surgery, the pt had no fever and was discharged from the hosp. Four days after surgery the pt was readmitted to the hosp due to return of fever and suspected infection. A gastrointestinal surgeon determined that there was a tear of the bowel. The tear was repaired and a laparoscopic colostomy was done. It is anticipated that the colostomy will be in place for approx 1 month.

Manufacturer narrative:
Section a: weight and height are unk to the manufacturer. The pt identifier assigned corrresponds to the manufacturer's customer feedback tracking. The manufacturer is not aware of whether or not the user facility is reporting this event. An investigation of this event was conducted in accordance with internal procedures and applicable regulations. The actual device was not returned for eval. The mfg process, design, inspection, testing, lot records, training, etc. Were evaluated.